Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient was having a hard time "to figure out" how successful the implant was so far. The first day it really did not seem to do much, but they had not drank that much. Saturday they spent all day in car and did quite well. Sunday they drove back home and therapy was pretty amazing for a while. Today, the day of the call, not so great. They were having urinary frequency and little leakage. When asked if they were getting 50% or greater relief of symptoms or less then 50% the patient said it might be about 50%. They said it was not as urgent. The patient mentioned they knew they were not supposed to be twisting, turning, and bending over and were concerned how would they know if they moved the lead. Walked patient through checking settings and increasing the amplitude. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. They reported that the reason for the call was that the device worked really well for a couple days. The patient said they still needed to wear a pad towards the end of the day and that they had to be careful what they would drink. The patient said the storm door hit the ins. They said they had felt a pain at the ins twice, once was last night and the other time they thought was the night before last. The patient thought the pain was from sitting on a chair with a back but yesterday they felt the pain when they were not in a chair with a back. The patient said one time they were slumped down on the couch and when they tried to get up they felt the pain. They stated the test was too short and it did not do much good. They were getting better results from the ins than from the test. It was reviewed "what device done and activity recommendations." The patient was redirected to their healthcare provider to further address the issue and to discuss liquid intake and activities.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the storm door hitting their ins did not affect the device/therapy. The patient also noted there was no loss of therapy and that the issue has been resolved. Patient noted they will continue therapy as before.